Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - the article was written by merrill a. Ritter, beverly thomas and maggie hillery.

Event description:
Information was received based on review of the article titled, "early revision for adverse local tissue reactions secondary to taper corrosion with the ml taper hip stem: a report of 24 cases." This study involved findings of m/l taper femoral stems implanted between february 20, 2007 to july 30, 2014. It was reported that twenty-four (24) revisions occurred due to adverse local tissue reaction secondary to taper corrosion. All were reported to have elevated metal ion levels. Two (2) cases of significant abductor necrosis and twenty-three (23) cases of pain were reported. It was further reported that one patient experienced recurring dislocations. In conclusion, the diagnosis of corrosion should be considered when surgeons encounter a patient with a painful tha and normal radiographs after a pain-free hip the prior 3 years.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information: the product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: "1) material sensitivity reactions. Implantation of foreign material in tissues can result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.", " 10) fretting and crevice corrosion can occur at interfaces between components." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown

Event description:
Multiple events were previously reported under a single report, this report will address the twenty-four (24) revisions that occurred due to adverse local tissue reaction secondary to taper corrosion. All were reported to have elevated metal ion levels.